Manufacturer narrative:
The exact reason for the out of service of the lv lead and explant of the device is unknown. Additional information has been requested. This report will be updated when further information is received.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed loss of capture at low outputs. The lv lead was reported to be programmed off. Approximately three weeks later the lead was reported to remain out of service and the crt-d was electively explanted. The reason for the explant was unknown. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a separation between the lead body insulation and the distal anode electrode and medical adhesive was noted. The anode conductor coil was slightly stretched in this area which was most likely a result of the explant procedure. Resistance testing confirmed the lead was electrically continuous. This product issue will be updated if additional information is received.